Event description:
It was reported vis medwatch mw5112077 that a dissection occurred. The patient had a vascular ultrasound assisted micro puncture access via the right femoral artery. The patient had a type 1-2 aortic arch with some tortuosity but no brachiocephalic disease. The right carotid system was widely patent. The left internal carotid artery had high grade proximal narrowing in the 80-90% range. The patient had severe bilateral renal artery stenosis with 90-95% on the left and 99% on the right. The patient was given heparin. Angioplasty was performed via a 6f mach 1 renal guide using a 4.50 x 15 non compliant, non boston scientific (bsc) balloon and a 7.00 x 15mm non bsc stent was implanted. There was nice angiographic result, but the deflated balloon would not come back inside the guide despite reported compatibility. The devices were removed in their entirety. The right renal artery was treated via a new 6f mach 1 renal guide after checking again for compatibility. Angioplasty was performed using a 5.00 x 15 balloon followed by placement of a non bsc 7.00 x 15 stent. There was excellent result. The stent balloon again would not come into the guide and was removed in its entirety. There was excellent result in the renal arteries, however, there was flow contrast hanging up in the right external iliac artery with evidence of dissection which was treated with a 10 x 40 non bsc nitinol stent. There was complete resolution of the dissection and no pressure gradient. There was a 6f angio-seal of the right femoral artery with good hemostasis.